Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for unknown number of quantities. It was reported that the patient faced adhesive issue event on (B)(6). It was stated that the infusion set tape was not sticking even after direct application. No further information availablble.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.